Manufacturer narrative:
No probe sample was returned for evaluation for the report of the cutter with a frozen guillotine; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issue cannot be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor indicated that the cutter guillotine froze during a procedure. The product was replaced and procedure completed with no patient harm reported. Additional information and sample have been requested.